Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had initial surgery in 2013. Patient had enhancement procedure on (B)(6) 2017 and presented on (B)(6) 2017 with epithelial ingrowth on both eyes. A brief description from the surgery center indicated the epithelial ingrowth was more on left eye than the right eye but it was not in the visual axis, but enough on the left eye that is likely inducing the prescription treatment and impacting vision and making it near vision tougher. The patient¿s comments were of blurry and tough at near vision. Patient is being monitor and most like a flap and rinse/clean will be performed. Bcva from (B)(6) 2013. Right eye pre-op 20/25 -6.50 x -2.50 x 16. Left eye pre-op 20/20 -6.00 x -2.50 x 154. Bcva from (B)(6) 2017. Right eye post-op 20/20 .00 x -.25 x 98. Left eye post-op 20/20 .75 x -.50 x 118.